Event description:
It was reported that during a da vinci assisted surgical procedure, after the endoscope was removed for cleaning and then reinstalled, the endoscope image appeared flipped. The staff had already power cycled the system prior to the call; after the system restarted and the endoscope was reinstalled again, the image was no longer flipped, and the procedure continued. The caller also stated the surgeon had observed a similar flipped-image occurrence previously, but no further details were provided. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: both procedures were completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. After the system restarted and the endoscope was reinstalled again, the image was no longer flipped, and the procedure continued. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.